Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The stryker sales rep reported that the surgeon was doing an exeter/uhr bipolar hemiarthroplasty. This femoral head trial was clipped into the larger uhr head trial and placed onto the trunnion of the exeter rasp. When the leg was reduced part of the smaller trial head snapped off. This was then removed and the operation was still completed successfully. It was a left hip. Primary hemiarthroplasty for a fractured neck of femur.

Manufacturer narrative:
An event regarding fracture involving a endo trial head v40 std was reported. The event was confirmed. Method and results: device evaluation and results: the fracture surface was examined by the material analysis team who indicated that the device fractured in overload, with the fracture propagating radially outward from the inner diameter of the v40 trial. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. Device history review: a review of the device history records indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: examination of the returned device determined it fractured in overload with the fracture propagating radially outward from the inner diameter of the v40 trial. No material or manufacturing defects were observed on the surfaces examined. If additional information becomes available, this investigation will be reopened.

Event description:
The stryker sales rep reported that the surgeon was doing an exeter/uhr bipolar hemiarthroplasty. This femoral head trial was clipped into the larger uhr head trial and placed onto the trunnion of the exeter rasp. When the leg was reduced part of the smaller trial head snapped off. This was then removed and the operation was still completed successfully. It was a left hip. Primary hemiarthroplasty for a fractured neck of femur.